Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: acta orthop. Belg. 2005; 71: 309-314. (B)(4).

Event description:
It was reported via journal article: "title : day case anterior cruciate ligament reconstruction: a study of 51 consecutive patients." Author : sumedh talwalkar, sri kambhampati, dennis de villiers, rosemary booth, andrew lang stevenson. Citation: acta orthop. Belg. 2005; 71: 309-314. The authors prospectively assessed 51 arthroscopy assisted anterior cruciate reconstructions (45 male and 6 female patients; age range: 18 to 52 years old) done over two years as day cases. During the surgical procedure, the subcutaneous tissue and skin were closed with vicryl 2-0 (ethicon) and vicryl 3-0 (ethicon) respectively. Reported complications included severe pain (n-1), calf tenderness (n-2), hemarthrosis (n-1) that had to be aspirated due to an oozing wound, and stitch abscess (n-1). The study confirmed that day case anterior cruciate ligament surgery is feasible. The role of proper patient counselling and selection preoperatively cannot be overemphasized. The authors have demonstrated that outpatient acl surgery is a safe and practical procedure. A large majority of the patients included in the trial expressed satisfaction with having the procedure done on an outpatient basis and stated that they would choose this procedure again in the future if it were necessary.